Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm non-medtronic valve. The reason for the replacement was reported to be due to central regurgitation or a moderate intravascular leak which developed as a result of a valve leaflet not co-apting properly. It is stated that patient anatomy could possibly be a contributing factor as the ostia was angled due to a severely calcified bicuspid valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the the valve was discolored showing evidence of blood contact. The cloth along the stent was damaged, possibly occurring during explant. Multiple abrasions were noted on the outflow of all leaflets; leaflet 1 (l1), leaflet 2 (l2) and leaflet 3 (l3). Abrasions may be associated with explant procedure, possibly from instruments such as forceps. All leaflets were pliable and appeared intact with exception to the abrasions. All leaflets were in a semi-closed position with a large gap between all free margins. Post 1 appeared intact and no deflection observed. Posts 2 and 3 appeared bent. All commissures appeared intact. Conclusion: a conclusive cause of the leaflet not coapting properly after implant could not be determined. Patient anatomy is a possible cause as it was reported that patient anatomy could possibly be a contributing factor as the ostia was angled due to a severely calcified bicuspid valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve passed all final inspection steps which includes functionally evaluating the leaflets through a minipulse tester. Leaflet alignment, overlapping, coaptation and stent post deflection are evaluated using this method in production. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.